Event description:
The ge oec 9800 fluoroscopy system would not boot up. This was found prior to a procedure. The sys was removed from use for service.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the cpu would not boot up. The single board computer (cpu) was removed and replaced with the associated components and software upgraded for compatibility. All calibrations were performed. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.